Event description:
While performing open heart surgery the cor-knot device was being used and failed. Two devices come in the kit. One of them failed completely and the other eventually failed as well. They would not crimp correctly.